Event description:
It was reported by the patient that the patient was feeling pulses on the left side like "skipped beats" 6 days post implant. Follow-up is in progress to confirm if there was any intervention done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).